Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2014 08:01; deliveries resumed when the pump was primed (B)(6) 2014 10:03. Insulin deliveries had been interrupted for 2 hours 2 minutes. On (B)(6) 2014 20:04 a replace cartridge alarm; deliveries resumed when pump was primed (B)(6) 2014 22:49. Deliveries had been interrupted for 2 hours 45 minutes. The pump was exercised for a 24 hour duration period with a basal rate at 1.0u/hr and at the end of the duration test the total daily delivery history correctly reflected 24.0u with no changes to the basal rate, and no changes to a preset insulin: carbohydrate ratio and insulin sensitivity factor settings. There was no evidence of hypersensitivity in the keypad when tested. Typical usage alarms were observed in the pump history. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged inaccurate delivery issue with the pump. The reporter stated that over the past 3-7 days, the patient¿s blood glucose (bg) had been reaching the 300mg/dl range with symptoms of dehydration (dizzy, lightheaded), blurry vision, and unclear thinking with no ketones reported. The reporter stated that the pump settings appeared to have changed without user intervention and that there were inaccuracies in the basal rates, insulin: carbohydrate ratio and insulin sensitivity factor. It was reported that the patient¿s healthcare provider had not adjusted pump settings before or after the event. Reportedly, the patient had not received treatment above and beyond the usual routine of diabetes care and management and pump use was discontinued. It was determined that the basal history did not match the patient¿s active basal program. This complaint is being reported for alleged hyperglycemic event associated with alleged inaccurate delivery from the pump.